Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01359. It was reported that stent thrombosis, chest pain, and asystole occurred. The target lesion was located in the right coronary artery (rca). Two synergy¿ drug-eluting stents were implanted to treat the lesion. However, thirty minutes post stent implantation, the patient's electrocardiogram (EKG) readings changed, developed chest pain and went into asystole. It was noted that stent thrombosis occurred. Subsequently, a promus premier¿ drug-eluting stent was implanted to tack up the clot, covering one and a half of the previously implanted synergy¿ stents and the procedure was completed. No further patient complications were reported and the patient was doing well. The patient was transferred to the intensive care unit (ICU) on angiomax.